Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "the following was obtained during clinical assessment. Fluid leaking from central line insertion site." The event involved 9 tl cvcs inserted in the groin. This report addresses the seventh device.